Event description:
It was reported that the pen functionality is delayed. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment of delayed functionality of the stylus pen and software was reloaded to resolve as well as replacing the stylus pen as a preventive measure. The stylus was calibrated to the associated overlay screen. Analysis also found that the display screen latch on the left side was sticking and making it difficult to release the display. The latch was adjusted to repair. (B)(4).